Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump infusion set was leaking. The following information was received by the initial reporter with the following verbatim. It was reported by customer that the blood started leaking through the clamped port onto the ground.

Event description:
No additional information was provided.

Manufacturer narrative:
There are two photos returned with the compliant, as this complaint was reported as three different complaints and three events all in one initial report. Those pictures both pertain to the investigation under complaint pr 12203169, and not for this complaint. There are no pertinent photos, and no physical samples returned. The complaint could not be verified. The root cause of this failure could not be identified without a failure investigation. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.